Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open wound with some red and white in it on their shoulder where the garment strap is located. Nurse placed gauze on the wound. During a follow-up, it was reported that the patient's irritation improved after applying a soft cloth around the strap.